Manufacturer narrative:
During aorta-iliac bypass with prothetic graft, after unclamping, surgeon found the blood leaking from the body of the albograft. So, he clamped the device again and unclamped it once the bleeding had stopped. The device remains implanted in the patient. Patient has been discharged from the hospital. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. No non-conforming material report are associated with the crosslinking batch, impregnation lot or the subassemblies associated with this graft. Further, we have not received any other complaints of similar nature for devices from this lot.

Event description:
The surgeon commented that when he unclamped, he found the blood leaking from the body of the albograft.